Manufacturer narrative:
Open book and critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unit also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 186 mg/dl at the time of incident. The insulin pump will be returned for analysis.